Event description:
Patient reported experiencing elevated blood glucose level of 500 - 800 mg/dl in 2006. She administered boluses and 50 units of insulin by injection, but her blood glucose level continued to increase. Patient was admitted into the hospital when her blood glucose level reached 800 mg/dl. She was treated with an insulin drip. Patient reported symptoms of nausea and frequent urination. She indicated that she initially believed the infusion device was not delivering insulin properly. Patient verified that insulin dripped from the tubing when she primed the device. Three later, patient stated that she was still using the infusion device and had decided not to return it for evaluation. Product will not be returned for evaluation.